Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer tried to bolus after dinner and insulin pump alarmed motor error. Customer stated that she did the rewind, changed the set, reservoir, filled tubing and received another motor error. The customer's blood glucose was 100mg/dl. Customer stated she was unable to exit the preparing to prime loop. Customer stated she is going to take steroids and needs insulin pump to be functional. Customer stated during troubleshooting that he insulin pump she tried to rewind and then during the priming it automatically rewind. Advised customer to revert to back-up, per doctor's instructions.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corners, a cracked belt clip slot and minor scratches on the lcd window.